Event description:
It was reported that during the implant attempt, the lead dislodged while slitting after several attempts. The lead was not used and a new lead was implanted with a new sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).